Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm. It was reported that a type ia endoleak was observed on an unknown date. An intervention was carried out where a non-mdt device ) was implanted to resolve the endoleak.  As per the physician the cause of the type ia endoleak cannot be determined.  No additional clinical sequalae was provided and the patient is fine.